Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pt was completing a daily self test and heard an audible alarm from the primary system controller. There was no green light signaling that the pump was running, there was a yellow wrench alarm, and the system controller displayed a message to change the system controller and call the hosp. The pt changed to the backup system controller and saw that the green light as not lit up signaling that the system controller was functioning. The connections were reviewed to ensure that they were securely attached, and a green light came on and the system controller began to function. One low flow alarm was received as the pump was starting and most likely increasing speed to fixed speed.

Manufacturer narrative:
Additional information: approximate age of device ¿ 4 months. (Calculated from the date when the system controller was issued to the patient.) The reported events could not be confirmed and the root cause could not be conclusively determined or correlated to the system controller as the device remains in use supporting the patient and was not returned to the manufacturer for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pt is currently using his backup system controller and no further issues have been reported. The serial number of the backup system controller was not provided and is unk. Please reference the manufacturer's medwatch # 0002916596-2014-00786 for the primary system controller serial # (B)(4). No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.